Event description:
A report was received that the patient's precision system was explanted due to infection at the pocket site. The patient's symptoms included pus at the pocket site. The patient was prescribed oral antibiotics, and is reportedly doing well after the explant.

Manufacturer narrative:
The explanted device was discarded by the medical facility and will not be returned for analysis. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.